Event description:
It was reported that during a chronic total occlusion intervention of the perineal and anterior tibial arteries, the physician commented that the armada balloons seemed more difficult to use as compared with other balloons used. Once inflated and deflated, resistance was felt when manipulating the balloon against the wire and flushing contrast through the device. Both balloons were used multiple times during the procedure. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The additional armada balloon catheter indicated is being filed under a separate manufacturer report number.